Event description:
Customer reported a delay between exposure and the beep, images are not being saved. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu. System operates as intended.